Event description:
It was reported that asymptomatic patient presented via remote transmissions with non-sustained right ventricular oversensing episodes due to far p-wave oversensing on implantable cardioverter defibrillator. Programming changes will be made during the next in-clinic follow up. The patient was reported to be stable and fine.